Event description:
It was reported that the displayed an error 1816 alarm. The event occurred during testing stage.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/9/2024. One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log confirmed error 1816 occurred. Functional testing was unable to replicate the reported issue; however, the device was found displaying message lec 1816 and multiple error code 1816 messages in the event history log. Also, the motor made some noises every turn cycle. The most probable cause was determined to be a defective motor. The motor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.